Event description:
It was reported that there were unspecified issues with the pump's usb port that caused difficulties charging the pump due to it being hard to plug the charging cord into the usb port. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.